Event description:
It was reported that the patient turned off her device in june because she had heart surgery and did not feel comfortable turning it on. The patient saw her health care provider the week prior to the report and was told to turn it back on. The patient tried to turn the device back on but it showed a "call your doctor" icon and power on reset (por) condition. The next day it was reported that the patient saw her hcp, who told her to bring her patient programmer antenna with her to address the por. The patient was informed that the clinician programmer was what was required to clear the por. The patient wanted the therapy back on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660708, implanted: (B)(6) 2011. Product type: lead. (B)(4).